Event description:
The customer reported via phone call that he was receiving the low reservoir alarm on the insulin pump when changing the infusion set and reservoir. The customer's blood glucose was 258 mg/dl. The customer was assisted with priming and, after the prime, the insulin pump alarmed low reservoir. The customer stated that there was still insulin in the reservoir. The insulin pump did not pass the displacement test and continued to alarm low reservoir even after filling a new reservoir and priming again. The insulin pump passed the self-test. The customer was advised that the insulin pump would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.